Manufacturer narrative:
Hematoma/major bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 87 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior the patient was on inotropes and vasopressors. The other underlying medical history was not shared. After just under 2 hours the team made decision to explant the pump due to an access site hematoma. No other intervention beyond explant was noted. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The patient did survive the event.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.